Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against left device. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening on anterior and crease flat. Leak test and microscopic analysis was performed which identified, a sharp opening on plug strap bond edge. And observed, void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on plug strap bond edge (anterior) assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, the device has been explanted.